Manufacturer narrative:
D4 revised e4 was inadvertently omitted on the initial manufacturer device report

Event description:
Clinician narrative updated: an impella cp was inserted via right femoral artery access in a 70-year-old male. The patient presented with acute myocardial infarction complicated by cardiogenic shock (scai stage e). Past medical history included known coronary artery disease. The patient required mechanical ventilation for respiratory support. A ramus coronary angioplasty with ptca stent placement was performed. The patient was noted to have frank hematuria, with laboratory evaluation demonstrating an elevated plasma-free hemoglobin of 1,440, consistent with hemolysis. An echocardiogram was performed to evaluate impella positioning, and device placement was confirmed to be appropriate per the ICU team. Additional information received stated that the hemolysis resolved after pausing diuresis, and the treating team believed the patient had been over-diuresed, which was contributing to, if not causing, the hemolysis. No changes to impella positioning were required for improvement. Earlier in the course, the purge cassette was exchanged, after which air was noted in the purge line. Staff attempted to de-air the purge system and reported that no purge fluid was coming out during the de-airing process. The purge cassette was subsequently replaced, after which purge flow was restored and functioned appropriately. Additional troubleshooting identified a concern with the impella controller (aic), and the impella controller was replaced, after which the system operated as expected. Related to the impella cp pump, the patient experienced hemolysis, which the treating team attributed to clinical factors, including over-diuresis, rather than device malposition or pump failure. Related to the purge cassette, the patient experienced a purge system issue with air in the line and failure to de-air, which can contribute to impaired purge function and potential hemodynamic instability if not corrected, and therefore required purge cassette replacement. Related to the impella controller (aic), the patient experienced a controller-related performance concern, which can impact device operation and hemodynamic support, and therefore required controller replacement. Both the purge cassette and impella controller were replaced, after which the system functioned appropriately. The patient survived.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. D1 brand name updated. Correction: the clinical narrative has been updated with no changes to previously submitted coding.

Manufacturer narrative:
Investigation summary: the cause of the hemolysis was most likely patient related as clinical details note that the patient had been over-diuresed and the hemolysis resolved after pausing diuresis.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Hemolysis is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Event description:
An impella cp device was inserted surgically into the right femoral artery in a 70-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), scai stage a shock, and was on bilevel positive airway pressure (bipap)continuous positive airway pressure (CPAP) for respiratory support prior to initiation of support. The impella was inserted for ventricular support during a percutaneous coronary intervention (pci) of the ramus artery. While the patient was in the intensive care unit (ICU), the patient was experiencing hemolysis with frank hematuria and a plasma free hemoglobin of 1440. The device placement was confirmed to be in good position by echocardiogram. The post-procedure outcome is unknown. The patient was on a heparin drip which can cause hemolysis. Hemolysis is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).